Manufacturer narrative:
(B)(4).

Event description:
Information received by medtronic indicated that the sensor did not have the needle so it did not penetrate the skin. No harm requiring medical intervention was reported. The sensor will be returned for analysis.